Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call damage to the insulin pump. Customer stated that the parts would come off at the bottom of the insulin pump during rewind. Customer also reported that they were hospitalized due to insulin pump does not work and high blood glucose of 328 mg/dl. The customer experienced symptoms such as dry mouth, and feeling dizzy. The customer was treated with manual injection. The customer was not wearing the insulin pump less than 48 hours prior to hospitalization. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device received with detached end cap, missing end cap sticker, minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads and scratched case. Unable to perform functional testing including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test due to detached end cap.